Manufacturer narrative:
(B)(4).

Event description:
Procedure type:inguinal hernia repair. According to the reporter: customer reports that there was a loose valve and it fell in the surgical cavity but it was retrieved. Used another one and same thing happened. No info related to pt is available. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required.